Event description:
It was reported that the 18 ga. X 2-1/2" (6.35 cm) xtw introducer needle was found with a crack in the needle, prior to placement. As a result, this product was not used. This issue was resolved by using another percutaneous sheath introducer (psi) kit. There were no pt complications. The pt outcome is unk.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Device evaluation: one introducer needle was returned for evaluation. Dried blood was visible on the needle cannula & near the tip. The returned needle was visually examined & leak tested. The needle & outside diameter of the needle cannula were measured & met specification. Microscopic examination of the needle hub revealed three longitudinal cracks passing through the luer threads. One crack measured 0.5 cm in length & the other two measured 1.0 cm in length from the top of the hub. Cracking damage can occur when alcohol contacts the needle hub while it is under stress (attached to the syringe); however, this complaint report does not indicate whether or not the needle hub came in contact with alcohol. A manual leak test was performed in order to evaluate the needle & hub for leaks. The needle hub was attached to a lab 10 ml syringe & water was aspirated into the syringe. The needle tip was then plugged by inserting it into an eraser & the syringe was flushed. Leaks were confirmed as water droplets poured out of the cracks in the hub. A device history record review found no evidence to indicate a manufacturing related cause. The reported complaint of the needle hub was found cracked prior to placement was confirmed through microscopic examination of the returned sample. Based on the information provided, the observed damage & complaint history for this issue, the potential cause for this issue could not be determined.